Manufacturer narrative:
Device passed the displacement and self test. No audio/vibrate anomaly/absence of alarm noted during test (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump received audio anomaly. The customer¿s blood glucose was 50 mg/dl at the time of the incident. It was reported that the insulin pump was neither beeping nor vibrating currently. Customer stated that they were having trouble hearing the beeps. The customer declined troubleshooting low blood glucose. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.